Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo.

Event description:
It was further reported that there was a right ventricular (rv) lead exhibited high thresholds and short v-v intervals. A rv bipolar lead impedance warning was also triggered.

Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had possible fractures. In addition, the rv lead exhibited noise. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.